Event description:
The complainant reported a (B)(6)female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella 5.5 device. After repositioning the device, the patient exhibited bleeding from the impella insertion site and blood found pooling around the heart and lungs. Further inspection found the graft had become detached from the aorta. The patient expired after failed attempts to intervene.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.